Event description:
Customer reported the extension set has leaking issues in the nicu. The set seemed to be leaking at the "small circle on the larger filter circle area". The product was o a pt at the time. No pt harm or medical intervention was reported. No additional pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.